Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. Device has been implanted 47 months.